Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing impedance low out of range which triggers and automatic safety switch. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing impedance high out of range which triggers and automatic safety switch. The device remains in service. No additional adverse patient effects were reported.